Event description:
The customer contact reported the device displayed e301 (audio alarm failure) with no audible alarm tone. At an unspecified time, channel 1 of the device was programmed to deliver an unspecified, non life-sustaining medication and the delivery was started. No further programming parameters were provided. After an unspecified length of time, nurse noted that the vtbi (volume to be infused) on channel 1 had been reached, however there was no audible alarm tone and the device displayed e301 (audio alarm failure). It is unk how long the infusion had been stopped. The device was removed from clinical service. Therapy was immediately resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not sound an audible alarm tone during an alarm condition. This was due to the piezo alarm assembly. Further testing by the supplier found that the transistor gain value (beta) of the transistor, internal to the piezo, was not sufficient to drive the piezo buzzer resulting in no audible alarm tone. This report represents all the information known by the reporter upon query by hospira personnel.